Event description:
(B)(6): rv (right ventricular) capture threshold measurement above range per previous historical ranges. (B)(6): 1 at (atrial tachycardia)/af (atrial fibrillation) episode on (B)(6) 2023, suspected atrial over-sensing during recorded episode causing detection of at (atrial tachycardia)/af (atrial fibrillation). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152942.